Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed hydro-cortisone cream and naproxen (by mouth) for pain and giving body a break from the lifevest. Follow up indicated that the cream is helping with the skin irritation.